Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm noted. Unit was received with normal operating currents and no unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms or blank display noted. Unit had bleeding on lcd glass. Unit had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display with weak battery and battery out limit alarms. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was troubleshooting was performed and resolved blank display. However the mother advised she worried with active insulin showing after four hours of a bolus delivery. The device was returned for analysis.